Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. This report is number 1 of 2 mdrs filed for the same patient (reference 1825034-2014-09196 / 09197).

Event description:
It was reported that the patient had a right hip arthroplasty on (B)(6) 2010 and a left hip arthroplasty on an unknown date in 2012. Subsequently, the patient was revised on the left hip on (B)(6) 2013 due to swelling and slight movement with implants. The patient is now experiencing swelling, bruising, itching and redness on the right hip and will have allergy testing performed on an unknown date. There is no reported revision for the right hip.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information. The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It was reported that the patient underwent a right total hip arthroplasty on an unknown date and a left total hip arthroplasty in 2012. Subsequently, the patient was revised on the right side on (B)(6) 2010 due to unknown reasons. Patient underwent a left hip revision procedure on (B)(6) 2013 due to swelling and slight movement with implants. Patient is now experiencing swelling, bruising, itching and redness on the right hip and will have allergy testing performed on an unknown date. There is no reported revision for the right hip.